Event description:
It was reported that a user newly started on the ilet experienced hypoglycemia after announcing a ¿usual¿ meal despite consuming a low-carbohydrate meal and performing 45 minutes of exercise, with a confirmed lowest blood glucose of 54 mg/dl and duration of approximately 45 minutes outside the target range. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and juice totaling approximately 24 grams of carbohydrate, with recovery to 97 mg/dl and continued home monitoring; no medical intervention or hospitalization occurred. Investigation included user coaching on carbohydrate awareness, appropriate meal announcements, and monitoring following exercise. Investigation of this case revealed user-related factors involving an incorrect meal announcement combined with recent exercise that likely led to hypoglycemia. It was concluded that the device functioned as designed and the event was attributable to use error related to meal announcement in the context of exercise.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.